Event description:
The patient presented in ER for noise and inappropriate shocks. Noise was reproduced with deep breathing and coughing. The patient also had diaphragmatic stimulation.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly found.